Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a seating/locking issue involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with the locking wire disassociated. A review of the device by the support staff noted that there was significant impact damage observed around the wire slot. There was no plug present on the returned device. The device was measured and found to be dimensionally compliant. The wire slot could not be measured as a result of the damage noted during the visual inspection. Due to the damage the intraoperative functionality could not be assessed. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined, however the returned part was visually inspected by support staff and significant impact damaged was observed around the wire slot. There was no plug present on the returned device. The plug is assembled using a transition fit and its purpose is to maintain the tension on the center of the locking ring. Without the locking wire assembled, the plug has the potential to fall out. No further investigation is possible at this time. If the additional information becomes available this investigation will be re-opened.

Event description:
As per the clinical programme manager - locking ring of nrg ps insert size 3 thickness 15mm , protruding and loose, not normal. The surgeon was unable to implant the insert as the locking ring on the insert came out during implantation.

Event description:
As per the clinical programme manager - locking ring of nrg ps insert size 3 thickness 15mm , protruding and loose, not normal. The surgeon was unable to implant the insert as the locking ring on the insert came out during implantation.